Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was returned for evaluation. A visual inspection found the device in good condition. The customer reported problem was able to be replicated during functional testing. The cause of the issue was found to be the functional switch module, frequency control module block and faulty manometer. The functional switch module, frequency control module block and manometer gauge were replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator had inaccurate readings, a defective manometer, an internal leak, and a depleted battery. This was discovered prior to patient use and there was no harm/adverse event reported.